Event description:
It was reported that the implantable cardioverter defibrillator was in backup operation mode. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Final analysis confirmed complaint of backup operation mode. The root cause of the complaint was due to more than 15 micro-reset parity errors. The exact cause of the parity errors is unknown. No further anomalies were found.